Event description:
Additional info provided by the reporting surgeon indicates that a yag laser was performed on 12/08/1999. Visual acuity prior to cataract surgery was 20/60. Visual acuity following cataract surgery is 20/20.

Event description:
A surgeon reports that post intraocular lens (iol) implant a pt has a "mirror effect", in the eye with the implant. This is seen when viewed by others or when being filmed.